Event description:
Per the clinic, the device was explanted due to a lack of neural response telemetry during intraoperative testing on (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Manufacturer narrative:
It was reported that the patient left the or after initial implantation on (B)(6) 2015, and was put back into the or for explantation on the same day. No further information was made available. (B)(6). This report is filed february 17, 2015.